Event description:
It was reported that during a non-tortuous, heavily calcified, left anterior descending artery (lad) stenting procedure, a xience stent delivery system (sds) was advanced meeting resistance with the patient's heavily calcified vessel and would not cross the lesion. The physician decided to change the non-abbott guiding catheter to another non-abbott guiding catheter for better support; therefore, the guiding catheter and the xience sds were removed without difficulty as one unit. Upon removal the xience stent was noticed missing from the balloon. The dislodged stent was found inside the non-abbott guiding catheter when the guiding catheter was outside of the patients anatomy. Another non-abbott guiding catheter and another same size xience sds were used successfully for the procedure with the same guide wire. There was no adverse patient effect or no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.